Event description:
It was reported that the customer called with an alarm 113(reduced water temperature control). The check of diagnostics showed the arctic sun device did not cooled due to a failed mixing pump. They requested a quote for the 2000 hour preventive maintenance service and loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The mixing pump was serviced. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the customer called with an alarm 113 (reduced water temperature control). The check of diagnostics showed the arctic sun device did not cooled due to a failed mixing pump. They requested a quote for the 2000 hour preventive maintenance service and loaner. Per sample evaluation results on 05oct2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour pm procedure on the device.